Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/22/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: smartablate generator (model# m-4900-07 serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the procedure, the patient became hypotensive and tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 920cc of fluid. Patient required extended hospitalization as a result of this adverse event. The patient fully recovered. There were no factors cited that might have contributed to the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. Sheath used was a terumo pinnacle 8.5 f. Smartablate generator was set on power control mode at 50 watts. The power was not titrated during ablation. Irrigated catheter flow set at 30 ml/min while using 50 watts. No error messages were observed on biosense webster equipment during the procedure. Patient did not receive anticoagulation during the procedure.